Event description:
It was reported the patient experienced no stimulation sensation over the past 3-4 weeks. The patient has not recharged her device, due to unk difficulties. No known accidents or incidents were related to this event. Additional information has been requested, a follow-up will be submitted if additional information becomes available.